Event description:
Distributor reports pt-self tester generated results lower than reference with the protime microcoagulation system. Protime generated 1.3 inr. At the physician¿s office result was 2.0 inr and at the lab result was 2.0 inr. Pt¿s therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Pt self-tester could not verify cuvette lot number used during testing. Method code: actual device not evaluated. Results code: no results available since no eval was performed. Conclusions code: unable to confirm complaint.